Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retain samples were subjected to a visual functional test for proper activation and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was an issue with the safety mechanism were it does not activate correctly or it fell off before or after use. One patient got a small scratch. No impact.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was an issue with the saftey mechanism were it does not activate correctly or it fell off before or after use. One patient got a small scratch. No impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.